Manufacturer narrative:
Conclusion: evaluation of the returned device revealed there was damage to the pc 400 coil and that the introducer sheath was loaded incorrectly. The damage to the coil likely occurred due to improper handling during use. If the introducer sheath is loaded backwards during re-sheathing of the coil, it will not be able to cover the embolization coil. If the coil is not properly re-sheathed when it is removed, it is likely that damage may occur. Backwards loading of the introducer sheath likely contributed to difficulty advancing the coil into the px slim delivery microcatheter. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the carotid artery using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter (px slim). While deploying a pc400 coil into the aneurysm, the px slim kicked out of the aneurysm. The physician retracted the pc400 coil into the px slim and removed the px slim from the patient. The physician successfully advanced the px slim and pc400 coil back into the aneurysm. The physician attempted to detach the pc400 coil; however, it was unsuccessful. The physician successfully removed the pc400 coil from the patient and the procedure continued using a new pc400 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly; the introducer sheath was loaded incorrectly on the pusher assembly; the coil was intact with the distal detachment tip (ddt) however, the pc400 coil was notice damaged. Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil was retracted and repositioned. While attempting to reinsert the pc400 coil, it was noticed to be damaged. Evaluation of the returned device revealed damage to the pc 400 coil. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force during use, and cycled multiple times, it is likely that damage to the coil may occur. These devices are 100% functionally tested and visually inspected during. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.